Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. All four small knobs were missing the end caps. Knob was loose on the spindle. The technician could not duplicate customer issue. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician reset patient pressure cycling light-emitting diode (led) as a preventative.

Event description:
It was reported that the unit was not cycling. No patient injury was reportedevent date: (B)(6) 2021, not in use with patient